Event description:
A customer reported poor suction in the vitreous mode during a surgical procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). The system was examined and the reported event was replicated. The vit-valve component was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 17, 2009. Based on qa assessment, the product met specifications at the time of release. The component was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned component was installed into a calibrated system. There was no system message during or after the boot-up sequence. Pneumatics related functional tests were performed. The returned sample did not pass the pneumatics test. Based on sample testing, it was determined the returned component was nonconforming. The root cause of the reported event can be attributed to a nonconforming component. (B)(4).